Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. A review of the device history records revealed no issues that could have caused or contributed to the reported difficulty. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a homechoice pro ¿started alarming¿ during initial drain of peritoneal dialysis therapy. It is unknown if the patient was connected at the time of the alarm. The technical service representative assisted the home patient (hp) in ending therapy and advised the hp to restart therapy using new supplies. There was no patient injury or medical intervention reported. Additional information was requested and is not available.